Event description:
The customer reported that a xhibit central station (xcs) had restarted on its own. The system had resumed monitoring in less than a minute. There was no patient or user death, or injury associated with the event.

Manufacturer narrative:
A spacelabs healthcare product support specialist had pulled the device logs for the xhibit central station (xcs) for further evaluation. The pss confirmed that the xhibit software had restarted, but exact cause was unable to be determined through the review of the logs. The customer confirmed that the issue had resolved itself and has not reoccurred. Should additional information be made available, a follow up report will be submitted in accordance with 21 cfr 803.56.